Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a stent placement procedure in the main pancreatic duct performed on (B)(6) 2021. During procedure, it was noted that they had difficulty retracting the naviflex delivery system. More force was applied but the stent became kinked and could not be released. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as "no patient injury".